Event description:
It was reported that the lead alert triggered due to high impedance. The impedance trend has also been fluctuating over the past year. The lead alarm threshold will be increased, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.